Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2025 / serial or lot#: (B)(6); no h3: no h4: mfg date: 10-jul-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Vad), a new controller was inserted due to a ste error. Unfortunately, there were five consecutive failed attempts to start the device, which eventually led to a "ventricular assist device stopped" alarm. The pump was then successfully started using a controller with alternate software. The driveline was disconnected but was resolved with reconnection. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed one (1) controller power up event was logged on (B)(6) 2025 at 07:48:07. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or the reported controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm logged at 07:48:14, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 07:48:16, indicating that the driveline was connected. Log files also revealed one (1) subsequent vad disconnect alarm logged at 07:48:30. This alarm is most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Additionally, log file analysis revealed one (1) vad stopped alarm logged at 07:49:02, indicating that the pump failed to restart after multiple attempts. Furthermore, one (1) additional vad disconnect alarm was logged at 07:49:19, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarm. Log file analysis associated with (B)(6) revealed one (1) controller power up event with a successful motor start event was logged on (B)(6) 2025 at 00:53:04. Various parameters, including time, patient ID, and pump ID were programmed following the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or the reported controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported events were confirmed. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms, the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the reported vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.